Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) cuff was too large due to urethra atrophy. A 3.5cm aus cuff was added to the system.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) cuff was too large due to urethra atrophy. A 3.5cm aus cuff was added to the system. Boston scientific has been unable to obtain additional information regarding the circumstances. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.